Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. Error code e-110 was recorded in the error log. There was no harm or injury reported. Although the event was not duplicated, the blower assembly and system pca were replaced.